Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted. During the procedure, the physician implanted one lead and was unable to gain access with the second lead. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. It was confirmed via x-ray. Surgical intervention may occur later to address the issue.